Event description:
It was reported that during the preparation, when the package was opened and it was put on the table, it was fractured without force when the wire was pulled. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable investigation results of stent shaft break. The polaris ultra ureteral stent was returned for analysis and the the suture did not return indicating it might have been removed from the stent. During the media and visual under magnification inspection, it was found that the stent shaft fully detached in two pieces and the suture hole was torn, showing evidence of suture hole torn. The reported event of stent shaft break will be confirmed. It is possible to conclude that this issue could be caused by operational factors. Possible some manipulation during preparation, when the wire was pulled could have caused the detachment observed on the stent and the torn observed in the suture hole. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse events occurred during the procedure and the device had no influence on the events.

Event description:
It was reported that during the preparation, when the package was opened and it was put on the table, it was fractured without force when the wire was pulled. The procedure was completed with another of the same device and the patient condition following the procedure was stable.